Event description:
As reported by the user facility: needle stick injury (B)(6) 2012 - clip didn't shield needle tip; got stuck halfway down needle shaft.

Manufacturer narrative:
Exemption number (B)(4). (B)(4) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). In a follow up with the facility, the reporter confirmed the device is a 18ga. Introcan catheter. She stated that the nurse received the needle stick as she was disposing the device after use. It was then noticed the clip was half way down the needle. One used needle contaminated with blood and placed in a plastic container without the packaging, was received for evaluation. The catheter was not returned with the needle. The returned sample was visually checked and the safety clip was located below the crimping area of the needle (not in engaged position). No damage or defect was noted on the needle or the safety clip. The batch record was not reviewed as the batch number is not known. The sample has been forwarded to the actual manufacturer for further investigation. Their investigation is ongoing. A follow-up report will be provided after the inspection results are available. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.